Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of the foreign material, but the type of material or root cause cannot be identified. There was no deformation at the foreign material residue point. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. There was no delay to pre-cleaning. The distal end was wiped/brushed with clean lint-free cloths, brushes, or sponges. The customer stated there were no abnormalities in the accessories used for reprocessing. There were no other concerns with reprocessing. The event can be inspected and prevented by following the instructions for use (IFU): inspection method is described in the operation manual jf type 260v, tjf type 260v series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual jf type 260v, tjf type 260v series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the distal end. There were no reports of patient involvement.